Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be confirmed. The device worked as intended. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the issue of the device is that the priming cassette was placed in the pump for venting. The venting process was started, but after 1-2 seconds an overpressure alarm was triggered. There is no patient involvement, and no patient harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.